Event description:
It was reported that when using the bd pyxis¿ es server had communication issues occurred with orders not crossing over to pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the communication issues with orders not crossing over to pyxis. A technical support specialist (tss) logged into the es server and noticed that the xml messages were at 5000. The tss restarted the external messaging service, inbound processing service, and tcp/ip, then restarted iis. The tss confirmed that the xml messages went down and were crossing over again. Finally, the tss confirmed with the customer that the issue was resolved and the orders were crossed. The system functioned as intended after the technical support specialist troubleshot the device. D4: unique device identifier not available.